Event description:
Reported as nausea and intolerance to the lap-band.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 14/jul/09. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm of determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Nausea is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."